Event description:
A customer reported that during vitrectomy an ophthalmic console exhibited low vacuum and vitrectomy cutter was making sound. Additional information has been requested. Additional information received clarified that the event was not resolved even after rebooting the system. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative was not able confirm nor replicate the reported event. However, a pneumatics module was replaced and returned for evaluation (as a preventive measure). The system was tested and found to meet product specifications. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The pneumatics module was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. Sample testing of the returned part was performed. The reported event was not replicated and there was no problem found. The system was found to have no problem. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).